Event description:
The facility reports the carer was transferring the resident to the changing table. The left shoulder clip became disengaged from the post on the lift. The resident began to slide out of the sling. The staff member eased the resident to the floor (approximately 30"). Three staff members then manually lifted the resident to the changing table. No injuries were reported.

Event description:
The facility reportes the carer was transferring the resident to the changing table. The left shoulder clip became disengaged from the post on the lift. The resident began to slide out of the sling. The staff member eased the resident to the floow (approximately 30") three staff members then manually lifted the resident to the changing table. No injuries were reported. MFR. Report # ir0605-0106